Event description:
It was reported that the end user has a red rash like area under the pouch film on end right lower quadrant and where the pouch touches his right upper thigh. It was also reported that he does experience some itching from these areas.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The emergency room physician suspects that the end user's rash may be fungal and prescribed him an antifungal cream to be applied to the red rash like area. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted.